Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer did not open, preventing users from accessing medications. The customer stated that the malfunction caused a delay in dispensing medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the drawer had failed to open. A technical support specialist (tss) reset the cube application. Then, the customer was able to issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer did not open, preventing users from accessing medications. The customer stated that the malfunction caused a delay in dispensing medications to the patient. However, there were no adverse events or injuries reported based on this event.